Event description:
In november 2022, the user noted a worsening in hearing performance. Around (B)(6) 2023, the user felt massive pain localized over the implant site when attaching the external device, which has been described as an electrical shock. The user has not been able to wear the external device since then. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2022, the user recognized a worsening in hearing performance. Around (B)(6) 2023 the user felt massive pain localized over the implant site when attaching the external device, which has been described as an electrical shock. The user is not able to wear the external device since then. Re-implantation is considered.